Manufacturer narrative:
G4: 11jul2020. B4: (B)(6)2020 this complaint involved a data acquisition (da) printed circuit board assembly (pcba) that was defective upon arrival. When using this part, the ventilator was inoperable. The customer was contacted and stated that this issue was avoided and resolved by not using the faulty part. The defective da pcba was received for evaluation. There were no signs of damage or contamination during visual inspection. The da pcba was installed onto a test unit in an attempt to duplicate the reported issue. After testing, the reported issue was unable to be duplicated and no failure was identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported that the device had experienced machine pressure sensor autozero failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.